Event description:
A customer contacted beckman coulter inc. (Bci) reporting no foam was leaking from the tubing/connector attached to the bottle. No injury was reported.

Manufacturer narrative:
A field service engineer (fse) went on-site and replaced the no foam valves.